Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported the patient had a MRI related motor stall that recovered approximately 4 hours later after a second interrogation. The patient was asymptomatic and there were no device alarms.